Manufacturer narrative:
Correction: previously reported g3 in MDR-2022-10863-01 should have been 27 apr 2022 rather than being empty.

Manufacturer narrative:
The device was returned for analysis. Interrogation, visual inspection and preliminary test were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for follow-up. The patient expressed discomfort and stated that the pacemaker moved around and flipped within the pocket. The pacemaker was explanted and replaced. Patient condition was stable.